Manufacturer narrative:
A follow-up report will be filed after the device is received and the quality investigation has been completed. (B)(4): not received by manufacturer.

Event description:
It was reported that foreign particles were found inside the packaging of the interpulse handpiece with coaxial bone cleaning tip. There was no patient involvement, and there were no user injuries or adverse consequences.